Manufacturer narrative:
The reported complaint was confirmed. Per the srt, the display screen was not able to be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) display would not come on. There was no patient involvement.